Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2017-05269, reference MFR. Report: 1627487-2017-05271. It was reported the patient experienced ineffective stimulation. In addition, the patient experienced itching and swelling at the ipg site. The patient declined reprogramming attempts to address the stimulation issue. At this time, the patient is seeking an explant of the entire system.

Event description:
Device 2 of 3, reference MFR. Report: 1627487-2017-05269. Reference MFR. Report: 1627487-2017-05271. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017. During the procedure, the ipg was explanted. The explanting physician was unaware the patient had paddle leads implanted, and stated being uncomfortable proceeding with the removal of the leads. The leads remain implanted in the patient.

Event description:
Device 2 of 3, reference MFR. Report: 1627487-2017-05269. Reference MFR. Report: 1627487-2017-05271. Follow-up identified there were no plans to explant the leads.